Event description:
Non-integration reported. It was reported that implant at the tooth site #26 failed to integrate and was removed.

Event description:
Non-integration reported. It was reported that implant at the tooth site #26 failed to integrate and was removed.